Event description:
The harmonic kept faulting - changed the cord and the handpiece and the machine worked fine. Biomed tested the device and found the generator to be working properly. They tested the hp054 cable and found it to be defective. The manufacturer representative also tested the cable and found it to be defective. According to the rep the warranty on the cable is 100 uses or 9 months. The cable had been used 83 times but was in use for 16 months.